Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that approximately three weeks after implant of the implantable cardiac monitor the device was sticking out of the pocket. The device was explanted and replaced. No patient complications have been reported as a result of this event.